Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, once the aquabeam robotic system was setup, the aquabeam conformal planning unit (cpu) signaled a connection problem between the aquabeam motorpack and aquabeam handpiece. The surgeon performed multiple troubleshooting steps, including replacing the aquabeam handpiece to a new unit without avail. As a result, the surgeon decided to abort the aquablation procedure. There were no adverse health consequences to the patient due to the event.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Adverse event problem: component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The motorpack was returned for investigation. Visual inspection of the returned motorpack did not reveal any anomalies. Functional testing of the motorpack confirmed the reported failure as the cpu could not detect the connection between the motorpack and console upon completing the connection. The cable of the returned motorpack was replaced with a functional unit but the motorpack could not be detected by the cpu and motors did not jog during the funational test. The circuit board inside the motorpack was replaced with a functional unit and functional testing was conducted again. The cpu could detect the motorpack now and motors could be jogged, indicating a faulty circuit board. Root cause is undeterminable as it is not clear how the motorpack circuit board got damaged over time. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) and aquabeam motorpack with lot number 20c00396 was conducted, which confirmed that there was one (1) non-conformance issued during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The aquabeam robotic system user manual, um0104-00 rev. G, states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the motorpack cable to the front of the console: connect the motorpack plug on the front right port. Ensure the connector locks are in place and the red marks on the motorpack and the console align. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.